Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/pneumothorax procedure, at bulla resection of lung, the surgeon resected right lung with 2 cartridges. After that, they resected diseased left lung tissue with 2 cartridges, and then they found another diseased tissue and resected it with another 2 cartridges. As they noted no leakage at leak test, then they closed the chest. Six hours after the procedure, the patient coughed; however, there was no problem with drain. Nine and a half hours after the procedure, the surgeon found bleeding of 600ml at left thorax and they performed re-surgery after diagnostic imaging. They removed the blood and gore in chest cavity (total 1200cc) and noticed bleeding already stopped. They could not identify the location of bleeding. They could not find the staples at the proximal site of the first staple line (of the first diseased tissue of left lung ). They noted blood tumor around that area. Then they suspected the event had occurred at that area. They additionally resected the blood tumor and the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the reloads were fully fired. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. Functionally, the reloads were loaded into the listed instrument (702648762-40), the interlocks were overridden, and the reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.